Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) prior to the patient's implant procedure, the ipg would not communicate with the clinician programmer despite multiple attempts. As such, a new ipg was used which resolved the issue.